Event description:
The customer reported the ventilator remote alarm was not working. The ventilator was not in use on a patient therefore, there was no patient involvement or harm. The manufacturers service technician was able to duplicate the reported problem. The service technician reported testing of the remote alarm failed and the remote alarm connector was loose. The service technician replaced the main pcb board to correct the reported problem. Applicable final testing was completed and tests passed per operating specifications.